Event description:
Report received from (B)(4) stating that the device had damaged internal parts. It is known that the device was not used in surgery. It is unknown if injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the problem was confirmed. If additional information becomes available, a supplemental MDR will be sent. Ref: (B)(4).